Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed nicks or gouge on the inferior side of the articular surface, most likely from removal. There was no damage to the dovetail feature. There was no major damage observed on the superior side of the articular surface. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause of the event could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon attempted to insert the articular surface into the tibial tray and they were not able to lock properly. A new articular suface was used to complete the case. Attempts have been made and no further information has been provided.